Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported error code #1122 blower temperature high. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date received by manufacturer: 05/11/2018. Philip's technical services confirmed the alleged issue. The customer was advised to replace the blower and the fan. The customer replaced the air inlet filter. The unit was checked, cleaned, and functionally tested. No abnormalities were confirmed. Reportedly, the unit was returned to service.